Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pharmacy customer returns 3 syringes sku 320801 syringes to the pharmacy. Customer says the needles on these were squeed when he opened poly bag and it was impossible to get any insulin into them. It was really hard to move the plunger and the only thing that entered the actual syringe was air, no insulin. Customer thinks they might be clogged. Provided lot 3282443 is not valid with sku 320801. Unknown entered.

Event description:
Vcoyne 20august2025. Update/additional information from investigation. The customer returned samples from lot#: 3282443 and sku#: 324827. Complaint number: (B)(4). What is the request: update lot# from unknown to 3282443 and update the with correct sku#: 324827. Reason for request: received samples from customer. Awareness date: n/a ¿ no new issues. Additional information: n/a.

Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h3, h11. Correction to: d4 (lot number and model number), h6 (type of investigation and investigation findings). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.